Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high impedance measurements. It was noted that the pacemaker was also explanted and replaced during the same procedure with no known device issues. No additional adverse patient effects were reported.